Event description:
A pt reported blood glucose results of 193 mg/dl and 325 mg/dl with a lifescan meter, performed within 10 minutes of each other. The pt retested 35 minutes later and obtained a blood glucose reading of 295 mg/dl. Test strips were replaced.